Manufacturer narrative:
The mcs tip cover accessory will not be returned for evaluation as it was discarded by the customer. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted prostatectomy procedure, the mcs tip cover accessory was damaged due to arcing with no evidence or claim of user mishandling/misuse. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the monopolar curved scissors (mcs) instrument sparked. A backup instrument was used and the procedure was completed with no reported injury to the patient. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained additional information regarding the reported issue: the instrument was inspected prior to use. The surgeon was performing a lymph node dissection when the issue occurred. The customer was using a valleylab electrosurgical unit (esu). Monopolar coagulation energy was being activated at the time and the power setting was 35. The surgeon was also using a fenestrated bipolar forceps instrument as well, but the instruments did not collide during the procedure. There was no adverse effect, injury, or outcome to the patient. The procedure was not recorded on video.

Manufacturer narrative:
Additional information can be found in sections: intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument related to this event and completed the device evaluation. Failure analysis investigation could not confirm the reported issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The scissors opened and closed properly. The instrument was tested for energy delivery on an in-house system. Energy was delivered without any issues and the electrical continuity test passed. The instrument was fully functional. Upon visual inspection, there was no physical damage at the wrist. Based on the additional information, the root cause of the customer reported failure mode remains unknown. A follow-up MDR will be submitted if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.